Manufacturer narrative:
(B)(6). The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced peritonitis. The patient was hospitalized for another indication in the intensive care unit, and eight days after hospital admission, the patient was diagnosed with peritonitis. The cause of the peritonitis was reported as due to a nosocomial infection. The patient was treated with unknown intravenous antibiotics (for 21 days) for the peritonitis. The patient was recovered from the peritonitis event (unreported date the month after diagnosis). Pd therapy was ongoing. No additional information is available.